Event description:
The company received a report where it was claimed that the tube developed a air leak from the cuff or pilot balloon was suspected. The prior to use inspection had been performed. No pt harm reported.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.